Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-1880 was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump was received with critical pump error (open book image) alarm. Unable to perform the displacement test due to critical pump error (open book image) alarm. Successfully downloaded history files and traces using thump and found in the pump history a fatal error pump error 55 alarm on 04/22/2024 at 20:45:03.000. Pump was cut open and no moisture damage on the electronic assembly, motor and force sensor during the visual inspection. The test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: missing display window cover, broken battery tube threads, cracked case corner of the belt clip rails near the battery compartment and cracked select button keypad overlay. Cosmetic damage was confirmed at battery tube threads and cracked case corner of the belt clip rails near the battery compartment. Critical pump error (open book image) alarm¿confirmed due to pump error 55 alarm. Pump error 55 alarm found in the pump history, problem isolated to the electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.